Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned for evaluation. And the reported issue was identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. A definitive root cause cannot be identified. The suggested event can be detected and prevented, by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, during the device inspection. That the bronchovideoscope's plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.